Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unexpected low battery alerts on (B)(6) 2025 12:08:00. Battery cycle 54.0 received the lowbatteryalert (104) on 07/08/2025 12:08:00 faster than expected at 0.12 days. Battery cycle 29.0 received the lowbatteryalert (104) on (B)(6) /2025 11:53:00 faster than expected at 1.79 days. Battery cycle 11.0 received the lowbatteryalert (104) on (B)(6) 2025 08:02:00 faster than expected at 0.0 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage was noted during visual inspection on all the electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked keypad overlay button (select), cracked battery tube threads, cracked battery tube area, and scratched case. Unexpected battery power loss and short battery life anomalies were confirmed during analysis due to moisture damage; customer experienced an unexpected power loss of less than 7 days due to moisture damage on the electronic assemblies. Change battery alerts (multiple) and low battery alerts were not confirmed during testing; however an unexpected low battery alert was noted in the history due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported low battery alarm. The blood glucose value at the time of the event was 275 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l, mmt-7040a, mmt-431ag, mmt-342. Troubleshooting was performed for the battery alert issue. Instructed customer that serialized device will be replaced. Troubleshooting could not be performed for hyperglycemia as the customer declined. It was unknown that the customer was using the pump for 48 hour before the reported event and it was unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-431ag, mmt-342. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.